Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin with the pump. Tandem customer technical support informed customer that cold insulin is off-label per the user guide. The customer continued to use the pump supplies. There was no reported adverse impact to the customer's blood glucose.